Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver (nd) instrument was rattling. The head spins around and is loose. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and found to have a dislodged flush tube guide. As a result, there was rattling in the housing. The housing was removed, and the flush tube guide was reattached to the instrument. There were no signs of damage inside of the housing. The complaint was confirmed by failure analysis.